Event description:
It was reported the patient received the following results within 10 minutes: five readings of 280 - 310 mg/dl using the same vial of strips and 131 mg/dl using a second vial from the same box.